Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: evaluation revealed that the black box shows evidence of cs 064-0001 alarm on 07/12/2015. The pump could not be exercised for 24 hours due to cs 078-0008 alarm. The display is dim/fading/reddish. The pump case removed and moisture damage was found internally. The battery compartment is cracked along the side on threads and below pad. The cartridge and battery caps were not returned, a test battery cap was used to verify steps.